Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced occlusion alarm event on (B)(6) 2024 within 3 or more hours after insertion leading to high blood gluocse. Troubleshooting confirmed blockage at site. High blood glucose was addressed using correction injection via multiple daily injection. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.